Event description:
Oronasal fistula [oral cavity fistula], necrosis of the hard palate mucosa [mucosal necrosis], massive bilateral epistaxis requiring embolization [off label use of device]. Case description: initial information received on 21-nov-2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a (B)(6) female patient. The patient's medical history included a family history of osler-weber-rendu syndrome and massive bilateral epistaxis, since an unknown date. The patient's concomitant medications were not reported. On an unspecified date, between (B)(6) 2013 and (B)(6) 2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for massive bilateral epistaxis requiring posterior nasal packing and endovascular embolization of the distal bilateral internal maxillary arteries. The patient remained intubated for 24 hours under critical care and the nasal packing was kept for 5 days. The patient was discharged on day 7 with no symptoms. The patient returned on day 20 complaining of a constant foul smell in the mouth and nose. On an unknown date, examination revealed necrosis of the hard palate mucosa, exposure of the palatine bone and the presence of an oronasal fistula. The patient was started on antibiotics and was offered reconstructive surgery which was declined. The fistula was therefore treated with a buccal prosthesis by a stomatologist. The outcome of the events oronasal fistula, necrosis of the hard palate mucosa and exposure of the palatine bone was not reported. The authors did not assess the events in relation to its severity and seriousness; however, they considered the events related to the use of bead block, as they occurred in a short period of time corresponding to the change in particles. The company considered the events oronasal fistula, necrosis of the hard palate mucosa and exposure of the palatine bone as serious (intervention required, medically significant). This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Update information on 01-dec-2016 and additional information on 09-dec-2016: this report is being resubmitted at this time according to the revised medical assessment regarding the event exposure of the palatine bone. The event exposure of the palatine bone has been removed from the report as it was not an adverse event but a consequence of the mucosal necrosis of the hard palate and therefore not a bone lesion. In addition, the reporting author confirmed the revised medical assessment above, that the event exposure of the palatine was indeed a consequence of the necrosis of the hard palate mucosa. The bead block lot number and expiration date was not available. No follow-up information is expected. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comments: oral cavity fistula and off label use of device are considered unlisted according to the bead block current reference safety information, whereas mucosal necrosis is listed. In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered oral cavity fistula and mucosal necrosis related to the use of bead block. Of note, the fistula formation was considered a consequence of necrosis. As per guidance document for mandatory problem reporting for medical devices in (B)(4) section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Oronasal fistula [oral cavity fistula]. Exposure of the palatine bone [bone lesion]. Necrosis of the hard palate mucosa [mucosal necrosis]. Massive bilateral epistaxis requiring embolization [off label use of device]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a 49-year-old female patient. The patient's medical history included a family history of osler-weber-rendu syndrome and massive bilateral epistaxis, since an unknown date. The patient's concomitant medications were not reported. On an unspecified date, between jul-2013 and dec-2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for massive bilateral epistaxis requiring posterior nasal packing and endovascular embolization of the distal bilateral internal maxillary arteries. The patient remained intubated for 24 hours under critical care and the nasal packing was kept for 5 days. The patient was discharged on day 7 with no symptoms. The patient returned on day 20 complaining of a constant foul smell in the mouth and nose. On an unknown date, examination revealed necrosis of the hard palate mucosa, exposure of the palatine bone and the presence of an oronasal fistula. The patient was started on antibiotics and was offered reconstructive surgery which was declined. The fistula was therefore treated with a buccal prosthesis by a stomatologist. The outcome of the events oronasal fistula, necrosis of the hard palate mucosa and exposure of the palatine bone was not reported. The authors did not assess the events in relation to its severity and seriousness; however, they considered the events related to the use of bead block, as they occurred in a short period of time corresponding to the change in particles. The company considered the events oronasal fistula, necrosis of the hard palate mucosa and exposure of the palatine bone as serious (intervention required, medically significant). This case is linked with case btg01110 and btg01111, originating from the same literature article. Follow-up information will be requested. Case comments: oral cavity fistula, bone lesion and off label use of device are considered unlisted according to the bead block current reference safety information, where as mucosal necrosis is listed . In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered oral cavity fistula, bone lesion and mucosal necrosis related to the use of bead block. As per guidance document for mandatory problem reporting for medical devices in canada section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.